Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of bent cannulas and no delivery alarms. The customer's blood glucose reading was 92 mg/dl but also wnt to 450 mg/dl. Troubleshooting advised customer to check with their doctor. No further details given.